Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pace impedance measurements to out-of-range values, resulting in a lead safety switch (lss). It was noted that the day before showed an increase in rv threshold, and review of recorded events from a couple days prior showed oversensing of noise/artefact. A lead conductor fracture is suspected by the health care professional (hcp). Technical services (ts) was contacted and recommended in-clinic assessment to assess for potential compromised lead integrity. No adverse patient effects were reported. This rv lead remains in service. Additional information received indicates x-ray imaging was obtained and showed clear subclavian crush with medial insertion, clavicle and rib interaction and obvious signs of likely lead fracture. Subsequently, the patient underwent a revision procedure, and this rv lead was explanted and replaced. Besides intervention, there were no other adverse patient effects reported. Lead return is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed the whole lead was returned intact. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed the outer conductor coil had a break approximately 19.2 cm from the terminal end. Based on the characteristics of the fracture, it was determined the fracture was consistent with cyclic/flex fatigue damage. Analysis concluded the clinical observations of high pacing impedance, high capture threshold, oversensing, and noise were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pace impedance measurements to out-of-range values, resulting in a lead safety switch (lss). It was noted that the day before showed an increase in rv threshold, and review of recorded events from a couple days prior showed oversensing of noise/artefact. A lead conductor fracture is suspected by the health care professional (hcp). Technical services (ts) was contacted and recommended in-clinic assessment to assess for potential compromised lead integrity. No adverse patient effects were reported. This rv lead remains in service. Additional information received indicates x-ray imaging was obtained and showed clear subclavian crush with medial insertion, clavicle and rib interaction and obvious signs of likely lead fracture. Subsequently, the patient underwent a revision procedure, and this rv lead was explanted and replaced. Besides intervention, there were no other adverse patient effects reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pace impedance measurements to out-of-range values, resulting in a lead safety switch (lss). It was noted that the day before showed an increase in rv threshold, and review of recorded events from a couple days prior showed oversensing of noise/artefact. A lead conductor fracture is suspected by the health care professional (hcp). Technical services (ts) was contacted and recommended in-clinic assessment to assess for potential compromised lead integrity. No adverse patient effects were reported. This rv lead remains in service.